Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was found to be fractured before the surgery and the surgery was completed using another device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found.. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.